Manufacturer narrative:
According to the facility on (B)(6) 2025 during a circumcision "foreskin cut off when placing in mogen clamp, surgical and silver nitrate used". No additional information was provided. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Lot # 128573m23, manufacturing date of december 2023. Lot # 128573m24, manufacturing date of december 2024.

Event description:
According to the facility on (B)(6) 2025 during a circumcision "foreskin cut off when placing in mogen clamp, surgical and silver nitrate used".